Event description:
Per the clinic, the patient experienced an infection at the incision site (date not reported). Subsequently, the patient underwent a skin flap revision surgery under general anesthesia on (B)(6) 2024.

Event description:
Correction: the previous or initial MDR submitted on july 17, 2024, was filed inadvertently. There was no reported infection.